Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer, via a manufacturer representative, reported "a total discharge" on the device. The patient reported there was an electrical discharge at his residence and, after this incident, the device was turned off. A process of forced recharging was performed with success. However, the battery life was reduced to four hours. The event date was unknown. Per the request of the doctor, the patient had an appointment on (B)(6) 2016. The patient reported the device was turned off and the battery only lasted 3 hours. The device was turned back on and reconnected with help from the clinician programmer, as it was not possible to do so using any other method. This was the second overdischarge. The date and time were updated as they reset to "zero" and, after turning the device back on, an impedance test confirmed the poles of the electrode were intact. However, the patient reported that the stimulation changed drastically and was not helping anymore since the "electrical accident".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.